Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the device was making a hissing noise while running, the reciprocating arm was jumpy, the swivel was loose, the bearings were corroded, the motor was failing, and the planetary pins were not in the correct position. The ring gear, bearings, screws, nut bearing lock, motor, sleeve, planetary gear, planetary spacer, bearing spacer, wave washer, and poppet spring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the unit was tagged for repair for an unknown reason. During device evaluation, it was discovered that the motor was failing. There was no patient involvement. Due diligence is complete, no further information is available.